Manufacturer narrative:
Follow-up #1: date of submission 07/21/014. Device evaluation: the device has been returned and evaluated by product analysis on 07/10/2014 with the following findings: there was no visible damage to the keypad, and all of the keypad buttons responded properly. There was contamination found under the contrast button contact when the keypad cover was removed. Unrelated to the original complaint, the pump was booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.